Event description:
It was reported, per email, medwatch report mw5105679 with report date: 15-nov-2021, that both pumps had error message ''no disposable, clamp tubing" but error resolved on its own. Advised patient that this could potentially be due to the cassette (lot number unknown) and not the pumps if this is simultaneously happening. No patient injury.